Manufacturer narrative:
This report is being filed on an international product list number 8l44 that has a similar product distributed in the u.s., list number 6l22. (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in progress

Manufacturer narrative:
The customer return specimen (ID (B)(6)) was received and tested with retained material of architect (B)(6) reagent lot number 29778li00 and a non-reactive result ((B)(4) s/co) was obtained. Therefore the customer observation was repeated. The investigation team performed further testing of the specimen with (B)(6) and the result was (B)(6). The test results are both (B)(6), indicating concordant results. On the basis of these results no (B)(6) could be detected in specimen ID (B)(6). Furthermore, the investigation team evaluated the clinical (B)(6) of the complaint lot by testing one commercially available seroconversion panel (biomex (B)(6)). The obtained results were compared with historical data. The reagent detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Additionally, a review for nonconformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences that could be linked to the customer observation. As part of the investigation complaint records for the affected lot number were reviewed and did not identify any problems relating to the customer observation. Up to date, no further complaint was identified for the complaint lot due to (B)(6) results. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, it has been determined that the architect (B)(6) reagent, lot number 29778li00, is performing acceptably.

Event description:
The account generated a (B)(6) architect (B)(6) on a patient sample ID (B)(6). The sample was sent to a reference laboratory with (B)(6). The sample was repeated at the account, again generating (B)(6). Historically, the patient tested (B)(6). No impact to patient management was reported.